Manufacturer narrative:
(B)(4). Pump received unable to verify and performed the displacement test and software version due to cracked bleeding lcd, detached end cap, cracked case display window corner and cracked lcd window. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.